Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. Two and a half minutes into the procedure, the patient became bradycardic. The procedure had to be aborted and medication was administered to the patient. She was seen by a cardiologist in the recovery room. The physician stated that the patient is doing fine.

Manufacturer narrative:
(B)(4). Bradycardia occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.